Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Event details and product identification were not provided for the patients mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, ¿no effect of risedronate on femoral periprosthetic bone loss following total hip arthroplasty,¿ which aimed to investigate the effect of risedronate therapy on periprosthetic bone resorption during the first 4 years after total hip arthroplasty (tha). Three patients identified in the article experienced respiratory events following total hip arthroplasty. There has been no further information provided and the patient outcome is unknown.